Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. The 3.5 x 12 mm otw xience (1009548-12, 9070961) and 3.0 x 15 mm otw xience (1009547-15, 0012761) are being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood visible on the core and coils, which is consistent with the device being used or handled during a procedure. The intermediate coils were pushed distally from the proximal solder and the tip coils were pushed distally from the center solder. The tip was tugged which confirmed the core and shaping ribbon were intact. Analysis also noted multiple clear blue fibers on the proximal end of the tip coils, which were sent for further chemical analysis to determine the origin of the fibers. The results indicate that the fiber scans resemble each other as well as the polyester used for gowns stitches, knit wipes, bunny gowns, however, the origin is unknown. Damaged to the guide wire can occur due to, but is not limited to, manufacturing, damage during shipping, removal technique from the dispenser, and/or handling prior, during or after the procedure. The guide wire was initially returned frozen inside the sds, which would indicate the wire was used during the procedure. The coils stretching away from the proximal and center solders indicate that a pulling force may have applied at those locations, however, it is unknown when this could have occurred since no information was provided. It is also possible that the guide wire may have been wiped down using a wipe after the procedure, which could have caused the coils to stretch distally and could have left fibers on the coils. In order to ensure the damage found during analysis is not a result of a product deficiency, all products are subjected to a 100% visual and dimensional inspection by manufacturing, and performs a 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the damage found during analysis and all lot release testing met manufacturing criteria. In this case, with the limited information available, a conclusive cause for the stretched coils and fibers on the wire found during analysis could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that the device would not cross. It is unk if anything crossed. No pt effects were reported. A 3.0 x 15 otw xience and a bmw universal ii guide wire have been returned and added to this event. No information is available regarding the issue with these two devices. Reportedly, there was no pt injury. Based on the analysis completed on (B)(6) 2010; the bmw universal ii guide wire was noted to have fibers on the device. There is no information at this time to indicate where the fibers came from; therefore, this device will be conservatively filed as foreign material on the device.